Event description:
Mandatory medwatch received from the user facility reporting an over-delivery due to programming error. The report states: "loading dose entered into pump settings. Order for 25mg demerol as loading dose. Concentration of demerol is 10:1. At the prompt for "container size" co believes that the nurse programmed in ml (30ml) not mg (300mg). At the initial prompt for loading dose, co believes that the amount of 250mg was programmed. Pt received approx 200mg of demerol. Pt was noted to have decreased respiratory effort, narcan IV given x2. Md present and evaluated pt." Further contact with the customer revealed add'l info. According to the customer, the pt was to receive demerol 10 mg/ml concentration, but the pump was reported to be programmed with a drug concentration of 1 mg/nl at a continuous rate of 4 mg/hr. Aside from the narcan, no other medical interventions were required. The pt was reported to "recover" after the narcan was given, and returned to baseline status with no further repiratory depression. The pump was never identified by serial number; therefore, the pump will not be returned for testing.